Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during an arthroscopy, the cuff stitch broke. The broken piece were removed with the tweezer grasper. The procedure was completed without a delay using a back-up device. No further complications were reported.

Event description:
It was reported that during an arthroscopy, the cuff stitch broke. The broken piece was removed with the tweezer grasper. The procedure was completed without a delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The distal tip of the device is broken off. This case reports, the device (cuff stitch) broke at the moment of using it and fell in the patient¿s joint during the procedure. It was communicated that the broken piece was removed using a tweezer grasper. The requested clinically relevant information, including the operative report was not provided for inclusion in this medical investigation. The patient impact beyond the reported events is not anticipated as the procedure was completed without a delay using a back-up device. Additionally, no damage was caused as all pieces were removed. The patient¿s health condition is stable, and no patient harm has been alleged. Therefore, no further clinical medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports, the device broke while using it and fell in the patient¿s joint during an arthroscopy procedure. The procedure was completed without a delay using a back-up device. No further complications were reported, and no additional information was provided. Therefore, no further clinical medical assessment can be rendered. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.